Event description:
Procedure: unknown. Reportedly, fired the instrument but the tip of the tissue could not be closed at all and arterial bleeding occurred. Converted to an open procedure and stopped the bleeding. Pt status stable.